Event description:
It was reported that the atrial lead was revised successfully. The patient was stable following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Upon interrogation, the physician noticed there was no atrial capture and that the atrial lead was dislodged. Reprogramming resolved the issue. The patient is stable.